Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens and a slightly bubbled downstream occlusion seal. During analysis, the customer's reported issue regarding "error code" was confirmed. The pump attempted to power up and failed code 46221. Service will replace the main printed circuit board (pcb) to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that an error code occurred to a smiths medical cadd®-solis vip ambulatory infusion pump. There were no reported adverse effects.